Event description:
Pt on puritan bennett 840 ventilator, settings simv 12, vt 350 ml, psv 6, peep 5, fio2 45% ventilator stopped working spontaneously. Ventilator safely valve opened so that pt could breath spontaneously through the circuit but there was an increase in work of breathing. Pt spontaneously breathing 30 x per min. There was no power failure in the hosp at the time. Respiratory therapist in the room at the time of this event was able to manually ventilate the pt and immediately switch the pt to another ventilator. No harm noted to the pt.